Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost significant amount of weight, causing pain at the ipg pocket site. Surgical intervention was undertaken during which the ipg was explanted and replaced with a smaller ipg resolving the issue. .

Manufacturer narrative:
Patient's ipg was not replaced but was repositioned on (B)(6) 2020.